Event description:
The patient received his scs system consisting of a neurostimulator receiver, two percutaneous leads, and two extensions for bilateral arm pain on (B)(6) 2004. It was reported on (B)(6) 2008 that the patient experienced a loss of stimulation. Another transmitter and antenna were sent to the patient to use, but this did not alleviate the reported issue. The patient's receiver was explanted and replaced on (B)(6) 2008. The explanted receiver was not returned to the manufacturer for analysis. Follow-up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.